Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos pcb and the rtos pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a malfunction similar to a previously experienced malfunction in which the system failed to boot up to a usable state. No pt or user injury reported.